Event description:
Allegedly the patient is experiencing mom complications. Subject was seen (B)(6) 2018 for study visit. The left tha is asymptomatic. The metal ion labs were elevated, the mars MRI showed possible altr. The pi would like to follow up at visit 2 with repeat labs and MRI. The neck and stem are not microport products. Sae 002-013l-1 - additional information allegedly patient was seen for study visit 2 on (B)(6) 2019 and pi is recommending revision surgery due to adverse local tissue reaction. Sae 002-013l-1 additional information on 02/20/2020: revision surgery confirmed on (B)(6) 2020 due to adverse local tissue reaction , the large femoral stem and neck sleeve were removed.